Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when a bd 30ml syringe was loaded into the syringe module, it displayed an error message "unable to recognize the loaded syringe." The issue was reportedly "intermittent." This was encountered during staff education and that there was no patient involvement.

Event description:
It was reported that when a bd 30ml syringe was loaded into the syringe module, it displayed an error message "unable to recognize the loaded syringe." The issue was reportedly "intermittent." This was encountered during staff education and that there was no patient involvement.

Manufacturer narrative:
Correction: medical device catalog #. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that pump displayed an error message was not identified could not be confirmed or replicated during this investigation. The returned device was fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Syringe recognition tests were performed on the suspect pca trying to replicate the reported issue, resulting in passing with the recognition of the installed syringes. Laboratory test results performed on the returned device confirmed the pca module to be within specification for plunger force accuracy, barrel clamp accuracy and punger position accuracy and was operating as intended. The pca modules error logs were downloaded to ascertain event details associated to the reported complaint. After a review of the logs, no records were found that contribute to the reported issue. Syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.5), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the customer¿s report of displayed an error message was not identified. No issues were observed with the received pca module during inspection and testing process.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when a bd 30ml syringe was loaded into the syringe module, it displayed an error message "unable to recognize the loaded syringe." The issue was reportedly "intermittent." This was encountered during staff education and that there was no patient involvement.